Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after passing out. The right ventricular lead exhibited noise causing pacing inhibition. The lead also exhibited high impedance. Lead fracture was suspected. No medical intervention was reported.